Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported e103 ignition error, check examination lamp the starter did not work during inspection for use involving an olympus xenon light source. There were no reports of patient involvement.